Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based of the results of the investigation, the charged coupled device (ccd) unit was damaged, causing the image to disappear when the up/down (ud) direction angle was operated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the charged coupled device (ccd) unit of the videoscope was damaged. There was no patient involvement.